Manufacturer narrative:
(B)(6) 2011: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported obtaining an alleged high reading of over "600 mg/dl" with the subject meter that began on the morning of (B)(6) 2011. As part of her diabetes regimen, the patient claimed she is on an insulin pump. Due to the alleged high reading, the patient indicated she increased her dose of novolog insulin to 35 units at 10:00am that morning. The patient reportedly became clammy, shaky, and felt her heart was beating fast 30-45 minutes after the alleged issue began. In response to the symptoms, the patient stated she self treated with glucose tablets/glucose gel. At 11:45am that same morning, the patient indicated she tested on another blood glucose device (brand unknown) and obtained a reading of "300 mg/dl". At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly. The patient stated she did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.